Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed a gripper line break that resulted in the reported gripper activation issue. The complaint handling database was reviewed and there was one additional device reported for gripper activation issue for this lot. Further assessment per site operating procedures was performed and determined that there was no probable root cause determined for the gripper line break. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the filed medwatch, it was reported that it was suspected the gripper line was broken because the gripper arms did not raise during the actuation attempt. The gripper arms were not able to actuate at all prior to the gripper line break. There was no resistance when pulling gripper lever. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the gripper line broke during device preparation. If this were to recur in the anatomy, a gripper line break may result in leaving the broken portion of the line in the patient and/or the need for additional intervention. It was reported that while preparing the mitraclip delivery system (cds), the gripper line broke in two pieces. There was no patient involvement. There was no clinically significant delay to the intended procedure. No additional information regarding the gripper line break was provided.